Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient encountered infusion set occlusion event on 02-jun-2024. Insulin does not exit with plunger push. Non-serialized product being replaced. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).